Event description:
It was reported that the patient experienced feeling burning pain and irritation in the lower back. The spinal cord stimulation (scs) system was turned off but the patients symptoms were present whether the scs system was on or off. The patient underwent an explant procedure where the scs system was removed in order to be able to investigate further via a magnetic resonance imaging (MRI). Post operatively, the patient was recovering normally.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352700 model: sc-8352-70 serial: (B)(6) batch: 21628723.

Manufacturer narrative:
Sc-1132 sn (B)(6). The ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8352-70 sn (B)(6). During visual inspection of the lead, it was revealed that the silicone at the paddle/lead tails junction is torn. In addition, electrode # 32 was dislodged and it was not returned. Cable # 32 was exposed. It appears that excessive tensile force was exerted onto the junction resulting in the damage. Damage to the paddle lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
It was reported that the patient experienced feeling burning pain and irritation in the lower back. The spinal cord stimulation (scs) system was turned off but the patients symptoms were present whether the scs system was on or off. The patient underwent an explant procedure where the scs system was removed in order to be able to investigate further via a magnetic resonance imaging (MRI). Post operatively, the patient was recovering normally.